Event description:
Rayner intraocular lenses limited received notification from the us distributor that a u.s. Healthcare facility had reported an event that occurred during use of a c-flex aspheric 970c intraocular lens (iol). The event description provided states that the lens haptic broke during use.

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The event description provided to rayner by the distributor states that the haptic broke and that the device came into contact with the pt; however, does not offer further information on the events leading to haptic breakage. Rayner is liaising with the distributor and the healthcare facility to obtain additional details on the surgery session to aid our investigation of the reported event. Without the ability to examine the device and without clear event details being provided a root cause is extremely difficult to ascertain. Our review of production records for the c-flex aspheric 970c iol batch 082e39283 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol ((B)(6) 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 082e39283.